Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was in an automobile accident. The customer stated that he ate dinner with his friends and did not drink anything. The customer stated that the paramedics came to the scene of the accident, and he was revived. The blood glucose reading was 26 mg/dl. The customer stated that the paramedics gave him by mouth some glucose solution. The customer also stated that he adjusted his own basal rates, and he denied over boluses insulin. Troubleshooting was performed. The time and settings on the insulin pump were correct. The customer stated being under a lot of stress. The customer stated that he believes the problem is the settings not the device, and he would contact his doctor for assistance. No further info was provided.